Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period may 2019 through apr 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue, and was unable to verify the report issue via the logs. However, the fse did note that the pressure regulator was slightly low so, as a precautionary measure, the scroll compressor was replaced. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was having overheating issues. The customer called getinge to ask if it was okay to continue pumping after seeing the "system over temperature" message. The customer followed the help screen prompts and rebooted the pump after a 10 second wait. The message was relieved and they continued pumping. A getinge service representative reported to the customer to have another iabp available if the message appeared again, and advised them to report the iabp to their biomed department once removed from the patient. No patient harm, serious injury or adverse event was reported.